Event description:
I had a hernia surgery (B)(6) 2006 or 2007 and they did not put the mesh in the stomach, so in (B)(6) of the same year I had an emergency surgery due to my bowel coming and kinking into another hernia in the stomach. This time, they put mesh. Now I have noticed, I have another hernia in the stomach almost in the same spot, about the size of a baseball. Could this be because of defective mesh? I get sharp shooting pains and seem to get stuck in a kink at times. I do have an appointment with my doctor next week. Stomach hernia repair.